Event description:
Consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test on an unknown date via social media. Consumer stated that they were told that they were positive for covid-19 on a thursday (test platform and sample type unknown) then tested negative with the binaxnow¿ covid-19 antigen self test on the following saturday. No further information was provided regarding current health status and outcome.

Manufacturer narrative:
Event date is an approximation. Unable to obtain exact date of event. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.